Event description:
It was reported the pump was refilled in 2009, and updated to the prescribed dose. The actual residual volume was greater than expected, and the pt has never had therapeutic effect. The underfusion was calculated to be 88%. The pt had the catheter revised at about 20 days prior. There have been no audible alarms or alarms noted in the event logs.